Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, g4, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The cause could not be determined. The most likely cause is a temporary contact failure due to deposits on the electrical contacts of the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1- facility address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented blurred and indistinct images. There were no reports of patient harm.